Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The device was stuck in a motor error loop during the bolus and basal delivery. The motor was tested outside of the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The device had a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 265 mg/dl. Customer advised when priming the tubing they constantly receive motor error. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.